Manufacturer narrative:
The device was received at zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty capacitor on the monitor board. The monitor board was replaced to resolve the report. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient, the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.